Manufacturer narrative:
Follow-up #1: date of submission 02/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/29/2015 with the following findings:the display is dim and pink. There was no damage or peeling to the keypad. The contrast key is intermittingly unresponsive. The up, down and ok keys respond properly. Evaluation revealed contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the up arrow, down arrow, and okay buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.